Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign country - singapore. Review of the most recent repair record determined the device was out of calibration and the motor speeds were out of specification on the low end. The motor, switch, reciprocating arm, and various bearings were replaced and the device was recalibrated and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device was sent in for yearly calibration. The event timing was during preventive maintenance. No patient involvement was noted. At evaluation the device was out of calibration and the motor speeds were out of specification on the low end.